Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the tip components were dropped due to the loosening and disconnection of the part joints. However, the definitive root cause of the distal end glue issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the rhino-laryngo videoscope distal end glue was falling off. The reported issue was discovered at maintenance during the inspection of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the distal end glue was falling off exposing the internal bindings of the bending section rubber. This finding was caused by user handling. As a result of this bending section damage, leakage was observed. Lastly, it was observed that the insertion tube was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.